Event description:
After placement of one main body graft, two iliac leg grafts, and one leg extension graft during aaa repair in 2006, patient developed a type I endoleak. In 2007, the endoleak was repaired using two iliac leg grafts. The outcome was good.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by anatomical changes in the patient over time.